Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burn on the bicarb pump ribbon. The burned ribbon was noticed during machine repair for a bicarb pump alarm, that sounded in pretreatment setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 17,000 hours and the bicarb pump was the original fresenius part on the machine. The biomed replaced the bicarb pump to resolve the burned component issue, and replaced the actuator board to complete the repair for the initial bicarb pump alarm issue.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned on the bicarb pump ribbon. The burned ribbon was noticed during machine repair for a bicarb pump alarm that sounded in pretreatment setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 17,000 hours and the bicarb pump was the original fresenius part on the machine. The biomed replaced the bicarb pump to resolve the burned component issue, and replaced the actuator board to complete the repair for the initial bicarb pump alarm issue.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed that the biomedical technician replaced the bicarb pump to resolve the burned component issue, and replaced the actuator board to complete the repair for the initial bicarb pump alarm issue. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.